Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 explanted:(B)(6) 2024-01-01 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-nov-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The patient reported that their pump pocket became infected in (B)(6) 2023. The patient stated it was because it was in their abdominal folds. The pump was subsequently explanted on (B)(6) 2023. The healthcare provider initially tied off and abandoned the catheter within the pump pocket, but this was later explanted in early 2024. The patient was unsure of exact day. The patient stated that the catheter had to be explanted because they developed a recurrent wound in the left flank. Per the patient, the wound was believed to be related to an infection that had traveled up the length of the abandoned catheter. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.